Event description:
On an unknown date the patient underwent a sleeve gastrectomy where a gore® seamguard® staple line reinforcement and an echelon flex 60 with green and blue cartridge were used. While treatment preparation the nurse reported that the used seamguard device had slipped on the stapler distinctly. After the procedure the physician performed a staple line leak test with good results. It was reported to gore that a post-operative bleeding (date unknown) occurred close or next to the staple line which required a blood transfusion.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device remains implanted, so no engineering investigation could be performed. Gore noted that the stapler used was an echelon flex stapler. The part number (1bsgec60) reported is intended for the echelon straight stapler. It is also noted that the complainant remarked the part slipped indicating that the fit was not appropriate. Risk documentation for endoscopic gore® seamguard® bioabsorbable staple line reinforcement documents the potential hazardous situations of using the device with stapler models other than those listed on the package labeling.